Manufacturer narrative:
A lumenis service engineer visited the site three (3) days after the reported event and identified the fault to be with two shutter, he replaced the solenoids on the two shutters and the system was restored to operation. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 30-apr-2017 and installed at the customer's facility on (B)(6) 2017. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past two years. By design, the shutter position sensors are checked in standby and ready before the foots-witch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A review of system risk files (1124690 rev af) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although there was no report of injury associated with this event, the shutter failure led to a cancelled procedure and subsequent awakening of the patient from anesthesia. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
A user facility reported that during a prostate enucleation in which a lumenis pulse 120h laser was being utilized, the system displayed error 154. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.